Event description:
A complaint was initiated for a patient who underwent a knee revision surgery on (B)(6) 2021. The original surgery date is (B)(6) 2021. The reason for revision is infection. During the revision, tibial insert and retaining bolt were removed and replaced with new components.

Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.